Event description:
The patient was in for a lap-chole surgery. The surgeon was using an ethicon ligamax 5mm endoscopic multiple clip applier (reference number: el5ml, lot number: d4j562, expiration date: 08/2012). The surgeon used the device several times. He thought it made "the bad sound", but continued to use it anyway. Finally, as he squeezed the trigger, no clip was fired, but the device jaws locked down anyway and would not release back open. A new device was opened to finish the case. No harm came to the patient as a result of this incident, and they were not charged for the additional device used.